Event description:
It was reported that the over temperature circuit is bad. No patient injury reported.

Manufacturer narrative:
No information has been provided to date. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email 9-sep-2022. No patient incident.

Manufacturer narrative:
A customer response was attached to the complaint. The device was returned with scuff marks on the body, a corroded quick connect, a discolored line cord, and a missing reflux plug. During testing, the over temp alarm did not sound; the reported problem was confirmed. A printed circuit board (pcb) was determined to be the primary cause of the issue. The printed circuit board (pcb) was replaced, repairs were completed, and preventive maintenance was performed. Then, the device passed functional tests. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.